Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the catheter was placed in the patient´s bladder and they cuffed the balloon and then gently pulled the catheter. When they pulled the catheter it slides out of the patient and they see that 3 mm of the tip is missing and still inside the female patient.

Manufacturer narrative:
Submission date: 08/21/2018. An investigation was performed for the reported customer complaint: ¿the customer reports that the catheter was placed in the patient´s bladder and they cuffed the balloon and then gently pulled the catheter. When they pulled the catheter it slides out of the patient and they see that 3 mm of the tip is missing and still inside the female patient.¿ no additional information has been provided regarding patient outcomes. A review of the device history record (DHR) for lot no. 17k088fhx indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the manufacturing process the drainage eyes are punched and then the tip is molded to the catheter. Post molding the tip, there is an inspection process carried out. Inspections focus on damaged product or components. One (1) opened sample was returned for evaluation. Visual examination finds that approx. 10 mm of the end of the catheter is not connected. No functional testing was conducted, as the issue was observed during visual inspection. Possible root cause of this issue includes the punch or molding process caused a small tear at the eye which could potentially make the catheter weaker in that area. The reported customer issue is confirmed. A root cause could not be determined. A quality alert has been initiated to communicate this issue to the manufacturing team. The manufacturing procedure for post-molding and the inspection process has been updated to include a specific inspection for splits at the eye. An issue impact assessment has been opened to further assess this event. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.